Event description:
Caller alleged discrepant inr results. The time between testing was five (5) minutes. Reportedly, patient "milking" finger after finger stick. Therapeutic range 2.0 - 3.0 for the patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.